Event description:
It was reported that the internal bearing had come off. At the time of report, the impact to the patient was unknown. Additional information received upon follow-up stating that the event occurred during intra-operation of a craniotomy procedure and there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the allegation of internal bearing had come off was confirmed. The likely cause of failure was due to breakage of tip bearing. It was also noted that the the burr wobbles and could not be firmly grasped, causing it to detach; also there was deterioration of the laser marking, and there were scratches and dents found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.